Manufacturer narrative:
Result: fowler support, footboard. Conclusion: customer has received the estimate for the post to repair the bed and has not decide to complete repairs at this time.

Event description:
It was reported by svc report that the fowler support was bent and the bed could not reach the lowest height, the fowler limit card was missing, the foot end power cable was missing causing the foot end lift to be inoperable, there was an error on the footboard causing the footboard to not operate properly. No pt involvement or adverse consequence are reported.